Event description:
It was reported that pump screen was dark and would not turn on, and although screen eventually turned on, button remained extremely difficult to press and required multiple presses. There was no adverse impact to the customer's blood glucose level. Customer was instructed on specific button-press techniques, confirmed use of multiple daily injections as backup therapy, was advised to put pump into storage mode and return it using pre-paid label, and was informed that pump would be replaced and that customer would need to reprogram pump settings and reconnect cgm on replacement device.